Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, at the beginning of the procedure, when the surgeon inserted the device, it was pierced and never inflated. The device leaked gas/air. There was no patient injury.